Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump resulting in a power source alert. The pump was successfully charging during the follow up. There was no reported adverse impact to the customer's blood glucose level.